Event description:
The facility reported an infusion pump with a failure code 810:11. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hospital rep stated they have no record of any pt incident involving the pump device since the last baxter service event and no pt injury had been reported. No additional info or contact was available.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of the failure code 810:11 was confirmed.